Manufacturer narrative:
Additional information: d9. The customer¿s stated issue of pcu system error (communication error) was not confirmed through a review of the device logs or through testing. An internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover or rear case on the bottom edges. There was no contamination observed on the electronic components. Iui¿s have corrosion on the common ground tabs at the mounting points. The female iui has some dried fluid remaining on the pins and corrosion on pin 15. The male iui has isolation rib damage. Test results: functional testing consisting of iui testing performed on the source pcu found the device operating in specification. Root cause: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pcu was thoroughly tested and the reported communication error could not be replicated. Device history review: a review of the device history record showed the device had a manufacture date of 03/11/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue.a review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device received with completed investigation.

Event description:
It was reported that there was a pcu (8015) system error (communication error). Although requested, no additional event or patient information was provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a pcu (8015) system error (communication error). Although requested, no additional event or patient information was provided.